Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Repair completed by testing the thermo cycler, replacing the power amplifier and by copying new calibration values to the instrument. This device is used to obtain results for a diagnosis. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported runs intermittently stop during run on the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4). No pt involvement reported. Company event tracking no. (B)(4).